Manufacturer narrative:
Chemical eval of expired retain product. Co requested a retain sample of reported (expired) lot in order to carry out their own external testing. All external testing results came back within specification. The relationship, if any, of the device to the reported incident/adverse event is unk. The complainant implied an association between the amo device, and the reported event root cause has not been established.

Event description:
A female pt experienced (unconfirmed) chemical burn after using an expired unit of sainsbury multipurpose solution. Pt initially experienced pain and immediately "lost her vision". She went to the doctor who prescribed an (unspecified) ointment. Next day, her eye was swollen she had to get a taxi to hospital where they told her she had a chemical burn on her eye. She attended the clinic at the hosp on a regular basis for treatment (details not provided). Pt has recovered. Complaint unit expired more than two years prior to event and is not available for testing. Root cause has not been established.